Event description:
It was reported that an arrhythmia occurred. A 25mm lotus edge valve system was selected for a transcatheter aortic valve replacement (tavr) procedure. Patient had mild calcification. Access site was right transfemoral. At an unknown time, the patient developed heart block and received a pacemaker. The patient outcome was successful and is doing fine.